Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. Physio replaced the power pcb assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the power pcb assembly. However the issue was not repeatable, therefore further component cause could not be determined.

Event description:
A physio-control sales representative was performing in service training with the customer¿s device and observed the device was unable to power on. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A physio-control sales representative was performing in service training with the customer¿s device and observed the device was unable to power on. There was no patient use associated with this event.